Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse repaired the winding mechanism of the power cable. The basic maintenance, functionality check, and trial operations were performed. An electrical safety check was performed. The adjustment and functional inspection was performed according to the manufacturer's recommendations. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a blocked power cable reel and the cable could not be pulled out more than one meter. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6)).